Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. At reported date at 17h41, an infusion at 61.5ml/h started for 24.02h to finish the next day at 17h45 before to switch to the kvo (keep vein opened) at 1ml/h. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volume was in line with the device programming. No problem was detected, the infusion was started at 5:41 p.m. And not at 5 p.m., which explains the delay noted when the infusion was stopped. No information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: the cbi (continuous infusion pump) delivered an incorrect infusion. It was programmed to administer 1,477 ml over 24 hours, at a rate of 61.5 ml/h. The infusion was expected to end at 5:00 p.m., but it was only completed at 5:40 p.m. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.